Event description:
The pt was planned for an MRI examination. She was placed in prone position with an in vivo 7ch breast coil underneath her chest. When the technologist moved the pt into the mr scanner (philips achieva 1.5t nova system), the pt was squeezed between the top of the magnet bore and the breast coil. The pt panicked and started to move in an attempt to exit the bore of the mr scanner. The pt was diagnosed with a rib fracture.

Manufacturer narrative:
(B)(4). Results: operational context caused event. Conclusions: user error caused event. The injury was attributed to operator error during movement of the pt into the bore of the magnet system. The instructions for use provided for the in vivo breast coil device cautions the user to ¿assure that the pt is not touching the bore.¿